Event description:
It was reported that the wireless recharger battery indicator was displaying scrolling lights and the charge level of the deep brain stimulation implantable pulse generator (ipg) was low at 25%. There was concern that therapy may turn off due to the low charge. Additionally, the voice assistant on the handset a10e was unexpectedly activated. The patient was instructed to reset the recharger and place it on the dock multiple times, but the issue with the recharger was not resolved. An email was sent to the repair department to replace the recharger. For the handset, the agent consulted with hcit and determined the voice assistant was turned on, the patient was guided through turning it off, which resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the wireless recharger wr9200 (serial #: (B)(6)) revealed that the recharger was unresponsive. The led's scroll c ontinuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.